Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded; therefore, no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) had already cleared the alarm. The technical service representative (tsr) explained the alarm to the hp and advised to start over again using new supplies. Proper procedures per the user manual were reviewed with the hp. The hc unit was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp, it was revealed that she had informed the nurse about the alarm and the air that was present. The hp was given antibiotics to prevent infection. Per hp, the therapy was going fine at this time. The cause remained unknown, as the alarm occurred when she was sleeping. There was no defect noted with any of the supplies.